Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient attempted an ilet supply change without rewinding the piston, dropped the cartridge, and it broke before insertion; the patient was not connected to the tubing, and no insulin was delivered. It was also reported that the pt had historically failed to make some meal announcements. Symptoms included hypoglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the patient¿s representative, and analysis of information provided by a third party. Investigation of this case revealed no findings available, and a medical device problem or involved component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.